Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: an f/g,promus element plus,mr,ous 3.50x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 6,7,11 and 12 (counting from the distal towards the proximal end of the stent) were damaged. The undamaged crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with significant lesion bend of >45 and <90 was located in the severely tortuous and moderately calcified left circumflex artery. A 3.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.